Event description:
It was reported that during surgery, the clinical staff opened the packaging and removed the guidewire, discovered that the coating on the tip of the guidewire had peeled off, leaving it uncoated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during surgery, the clinical staff opened the packaging and removed the guidewire, discovered that the coating on the tip of the guidewire had peeled off, leaving it uncoated.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 2 guidewire which shows coating detached from guidewire as top portion of coating is fully removed from guidewire. Also received 4 photo samples: first photo shows top view of guidewire within guidewire holder on top of packaging. Second photo shows top view of end of guidewire coating is in tact with guidewire. Third photo sample shows top view guidewire within guidewire holder on top of packaging. Coating is detached from the guidewire as wire is exposed fourth photo sample shows zoomed in view of detachment of coating from guidewire labeling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.